Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had no output from the atrial port. It was recommended that the epg be returned for service but its status is unknown. There was no patient involvement.